Manufacturer narrative:
On december 16, 2019, during preventive maintenance, the autopulse platform (sn (B)(4)) stopped compressions during initial functional testing. The root cause was due to the defective drive train motor as a result of normal wear and tear of the autopulse platform. The autopulse platform was manufactured in 2014 and is more than 5 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform stopped compressions. Noticed that the drive train motor has no power and the lifeband did not compress. The drive train motor was replaced to address the problem. The archive data review showed no other significant discrepancies. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
On december 16, 2019, during preventive maintenance, the autopulse platform (sn (B)(4)) stopped compressions during initial functional testing. No patient involvement.